Event description:
During preparation for a coronary artery bypass graft surgery, four heartsting seals cracked while loading the seals into the delivery tube. The surgeon completed the anastomosis with the last cracked unit. No pt complications were reported.